Manufacturer narrative:
(B)(4).

Event description:
Employee was demonstrating the new sure step foley kit. Upon opening the new kit for the demonstration the employee noticed the lubricating gel syringe was open and solid. A picture will be forwarded.